Event description:
The device was returned for sticky pins. Sticky pins may not open or close fully when called. This could cause unintended delays or deliveries in drug infusions. Root cause investigation is still ongoing per internal CAPA.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: reported/incident date: on (B)(6) 2024 office location:(B)(6) type of alarm: service needed pump infusing? Yes patient harm? No hard power reset? Yes result of power reset? No change other notes: note from rn: "pump was cleaned twice. Rn have run saline and piggyback with and without syringes and it seemed to do fine, but then it will act up again when back out on floor and says service needed. Rn have also shut it down and restarted it." A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.